Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie would not stay in place. At position 6, size 1, none of the cubies stayed secured, indicating a faulty bin position. A technician was to be dispatched to correct the bin alignment. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: arboreta health & rehabilitation garden view care center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer number three will not accept the replacement pocket in drawer 3 position 6-size 1. The field service engineer (fse) found that the spring holding the clip for the cubie pocket had come out of position. Further the fse replaced cubie tray for position a. Then the customer was able to insert restocked cubie pocket successfully. The system functioned as intended after the field service engineer repaired the device.